Manufacturer narrative:
A steris service technician arrived at the user facility to inspect the unit subject of the reported event; however the facility was unable to identify which armboard had been attached to the table. Following the event, the armboard was not quarantined for inspection by steris but rather placed back into the facility's storage area with several other armboard accessories; some of which are not sold of manufactured by steris. The steris technician informed the user facility's biomedical engineer that the amsco armboard is not designed for use in the vertical "back-up" position as stated in the user facility's medwatch. The amsco armboards are designed for use when the table is placed in a level position and attached using a gravity latch which is secured to the table's side rails. The armboard operating instructions state, "the anesthesia armboard is an attachable accessory for amsco surgical tables designed to support the arm of up to 500 pound patients and maintain the same level with the surgical table top." By placing the patient in a "back-up" position, the gravity latch would no longer be supported and the armboard would detach from the table as reported. The facility's biomedical engineer said he was unaware that the accessory was to only be utilized in the level position and would inform the hospital staff of the proper use of the device. No further issues have been reported.

Event description:
The user facility reported via medwatch 2302690000-2015-8013 that during a patient procedure, the left armboard accessory detached from the surgical table immediately after the table was placed into a "back-up" position. The patient's arm was supported by hospital personnel until the armboard could be reattached to the table. The surgery was completed successfully; no injury was reported.